Event description:
It was reported that the patient had received and inappropriate shock due to oversensing. Also, the shock impedance was low. An invasive procedure was done and the electrode was explanted and replaced. The pulse generator remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had received and inappropriate shock due to oversensing. Also, the shock impedance was low. An invasive procedure was done and the electrode was explanted and replaced. The pulse generator remains implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned in two pieces. They were thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity of each piece. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.